Event description:
It was reported that the lead impedance was greater than 3000 ohms. It was also reported that there was oversensing. Trend data indicated that the patient alert triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: performance data was collected from the device and revealed that there was high resistance/impedance, 2 - patient alerts for out of tolerance subthreshold lead impedance. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum v.pace. There was interference/noise, and the ventricular short interval count =15.9 counts avg/day, in 184 days.